Event description:
Subject device was implanted on 9/2000 for a left hip intertrochanteric fracture. Pt was experiencing pain and hardware was removed on 11/2000. During surgery a non-union of lower trochanter was noted along with a hole in the superior femoral neck where the lag screw had penetrated.